Manufacturer narrative:
(B)(4). Event eval: still under investigation.

Event description:
A pt underwent aortic run off with possible intervention - legs. The wire guide sheared off while being removed from the needle. Additional information received (B)(4) 2013 - physician gained femoral access while using cook micropuncture set. While advancing the wire thru the micropuncture catheter, the physician noticed what he described as a "knot" in the tip. As he attempted to retract the wire, the distal tip began to stretch and unravel. Wire was removed from the pt but a small broken portion appeared to be lodged in the subcutaneous tissue of the femoral access site. This was not reported pt injury. There will not be any additional procedures at this time but if further issues occur, intervention may be needed.